Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue. The ventilator was tested with a known good ac adapter connected. The ventilator was charged for 12 hours, and the "charge status" led on the ventilator was lit solid red. Vyaire medical replaced the battery to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator has a bad internal battery. The ventilator functions perfectly when plugged into an ac adaptor, but shuts off immediately when the ac adaptor is disconnected, even after being charged for days. There was no patient harm associated with this event, the ventilator was not in use with a patient when problem discovered.